Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 12-jun-2024, it was reported that the patient faced infusion set was leaking at the site. The infusion set was in use for one day. No further information available.